Event description:
The operator of a dimension exl 200 analyzer was under a reagent lid performing routine work. The lid shifted down while he was working on the instrument. When coming out from under the lid he cut himself on the side of his face just above the eye. The operator sustained a cut but no stitching was necessary. He cleaned the cut and applied a band aid. No medical treatment beyond first aid was required. There are no known reports of adverse health consequences due to the cut.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and adjusted the counterbalance on the back of the lid. The lid now has proper tension to stay open. The cause of the regent lid falling down is due to improper lid tension. The instrument is performing within specifications. Further evaluation of the device is not required.

Manufacturer narrative:
The initial MDR 1226181-2013-00320 was filed on july 23, 2013. Additional information (07/03/2014): siemens healthcare diagnostics has investigated the instances of dimension exl instrument reagent lids falling during maintenance procedures. It has been determined that the hinge may lose its effectiveness and slowly shift downward during maintenance procedures. Customers in the united states were sent urgent medical device correction (umdc) 14-46 entitled "dimension exl reagent lid hinge issue" and customers outside of the united states were sent urgent field safety notice (ufsn) 14-46 entitled "dimension exl reagent lid hinge issue". The umdc/ufsn inform customers that their cse will inspect and adjust the tension on the reagent lid hinges during every visit. If the hinges can no longer be properly adjusted, the hinges will be replaced. The umdc/ufsn also instructs customers to contact the siemens customer care center or their local siemens technical support representative if they observe that the reagent lid is shifting downward while in the open position. Correction: the initial MDR listed the 510(k) number as k944093. The correct 510(k) number for dimension exl 200 instruments is k073604.